Manufacturer narrative:
The patient was the initial reporter, so personal information was not entered.

Event description:
The customer ran a blood test on the contour next. The meter automatically marked it as a control test, which will be displayed as a control result when accessing the meter's memory. No adverse event was alleged. The strips were not expected to be returned for evaluation. A new meter was sent to the customer.

Manufacturer narrative:
The customer returned a different lot# than initially reported. The manufacture date was updated. Visual inspection of returned strips revealed one strip appeared to be from another bottle of strips.